Manufacturer narrative:
.

Event description:
It was reported that following lead replacement for high impedance (MFR. Report # 1644487-2015-05532), the patient was re-admitted to the hospital with a sore throat, changes in voice, and difficulty swallowing. It was reported that the patient required thickened liquids to be prescribed. Further follow-up revealed that the day following the lead replacement the patient experienced a gruff, but quiet voice and coughing when drinking. The physician believes that these were probable side effects from the lead replacement. The device pulse width was decreased to 250ma. The patient was also prescribed paracetamol and ibuprofen. The patient was seen on (B)(6) 2014 at which time the side effects were much improved. No additional relevant information has been received to date.